Event description:
During the procedure, the arthroscopic shaver was emitting metal shavings into the surgical site. All metal shavings were irrigated out of the patient. No patient injury reported.

Manufacturer narrative:
Upon receipt, the used device was visually inspected and found to have galling marks along the inner shaft. Metal particulate debris was also observed on the dual magnets inside the hub of the inner shaft. After visual inspection, the returned device was observed to pass testing using a generator. It has been concluded that the cause for shaving generation was the excessive exertion of lateral forces (side-loading) on arthroscopic shaver instruments during clinical use. Ascent healthcare solutions' IFU states: do not apply excessive pressure or side-load the blade during use. Side-loading does not improve the performance of the instrument, can dull the blade, and /or produce metal particulates. The device history record for the returned device revealed the device passed all applicable inspections and tests prior to release.